Event description:
During an in-clinic follow-up, post implant, increased capture threshold was observed on the right ventricular (rv) lead. An x-ray was performed and the rv lead was found to be dislodged. A revision procedure was anticipated. The patient is stable with no consequences.

Event description:
Additional information was received that the cause of the dislodgement was due to failure of the patient's cardiac tissue not holding onto the lead.

Event description:
Additional information was received that the right ventricular (rv) lead was explanted and a new rv lead was implanted to resolve the event.